Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 801mg/dl. It was stated that the customer was treated and released. The mother mentioned that the battery cap is lost. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.